Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA: 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 37 mg/dl. It was also reported sensor glucose vs blood glucose difference. The blood glucose was 37 mg/dl, and the sensor glucose value was 126 mg/dl. Troubleshooting was not performed and found that the customer has treated the low blood glucose event with banana and small spirt. It was unknown whether the customer was using the pump within 48 hours of the reported event. It was unknown whether the auto-mode feature was active. No further patient complications were reported. It was unknown whether the customer will discontinue to use the insulin pump. The event involved product(s) mmt-7911na, mmt-1880, mmt-399a, mmt-332a and mmt-7020mla. Customer reported from doctor sensor does not work due to pancreas being taken out during a whipple procedure. Customer declined further troubleshooting. No product return is expected for mmt-7911na, mmt-1880, mmt-399a, mmt-332a and mmt-7020mla.